Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 a znn capture screwdriver (lot 63259833) the hex feature is fractured. The fracture runs through the .080¿ diameter thru hole of the capturing driver sleeve. Wear & tear is seen that indicates repeated use during a potential field age greater than seven years. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, two screwdrivers were noted to be broken when being used during screw implantation. Another driver was used to successfully complete the surgery. No patient consequences were reported for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02448. D10: item# 00249003503; lot# 61993119. G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.